Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation at proximal region. The reported events of loss of capture, decreasing impedance, increasing threshold, noise resulting in oversensing and insulation damage were confirmed. The cause of the reported events was due to external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Patient presented in clinic after experiencing an episode of syncope. Upon investigation, a loss of capture, high pacing impedance, and noise resulting in oversensing were observed on the right ventricular (rv) lead. A lead revision procedure was performed and insulation damage was noted on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.